Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was "shocked four days in a row", and they "fell on the floor and died from a brain bleed". Follow-up investigation with the funeral home indicated that the cause of death was listed as blunt force trauma to the head.